Event description:
It was reported that the patient experienced left circumflex stenosis. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2021. The patient was examined for chest pain on (B)(6) 2024, approximately three (3) years after placement. A computed tomography (CT) scan was performed on (B)(6) 2024 which indicated the patient had a left circumflex stenosis. Percutaneous coronary intervention was performed. The physician reported that the stenosis was caused by watchman device as the CT scan indicated that the maximum diameter of the device coincided with the stenosis part of the left circumflex stenosis.